Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with product received. Visual inspection of the returned product found that the bit to be fractured. There are wear marks consistent with usage of the device. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill bit was broken during drilling. A back up was used to complete surgery. No adverse consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.